Event description:
A report from the user facility states that a portion of the instrument broke off into pts ear during surgery and lost in pts ear, which extending surgery time. Additional info obtained from dr. (B)(6) confirmed, the pt underwent an x-ray and CT scan to determine if the tip of the instrument was still in the ear. This delayed surgery by about one hour. There was no impact to the child, according to the reporter.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should the device become available for investigation.